Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) experienced syncope one day post implant. The patient was evaluated in the emergency department and the cause of the syncope was related to patient condition. No additional adverse patient effects were reported. This product remains in-service. Additionally, the egm strip that was provided by the healthcare professional which showed pauses on the rhythm strip, was as a result of him performing manual threshold testing. There was no device malfunction allegation. Additional information was provided on (B)(6) 2022, it was reported that the patient was hospitalized and experienced two ventricular fibrillation cardiac arrest possibly due to biv pacing which was found to be proarrhythmic whilst testing the left ventricular lead. The device was reprogrammed to pacing vector to p4 to rv and found not to be proarrhythmic. The patient was scheduled for an upgrade procedure. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) experienced syncope one day post implant. The patient was evaluated in the emergency department and the cause of the syncope was related to patient condition. No additional adverse patient effects were reported. This product remains in-service. Additionally, the egm strip that was provided by the healthcare professional which showed pauses on the rhythm strip, was as a result of him performing manual threshold testing. There was no device malfunction allegation. Additional information was provided on 27jul2022, it was reported that the patient was hospitalized and experienced two ventricular fibrillation cardiac arrest possibly due to biv pacing which was found to be proarrhythmic whilst testing the left ventricular lead. The device was reprogrammed to pacing vector to p4 to rv and found not to be proarrhythmic. The patient was scheduled for an upgrade procedure. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.